Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation as it remains implanted. It is unknown, if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown. The info for use for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU.

Event description:
It was reported that the vena cava filter was placed approximately 3 months before, had migrated and had 1 leg in the right iliac and 1 leg in the left iliac. Patient is asymptomatic and the filter remains in the pt at this time. It was also noted that there was a tilt to the filter, but to what degree was not known. No injury to the pt reported.